Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket , fell, and the touch screen became shattered. Customer is unable to navigate through pump menus due to the shattered touch screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.